Manufacturer narrative:
Device received with detached end cap. Unable to perform operating currents, self test and displacement test due to detached end cap. However, keypad flattened button dome switch was found on act. Device received with cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot, cracked case from display window corner, cracked case and missing end cap sticker. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the when customer pressed the button hard to get insulin, there comes to much insulin out. Customer stated that act button was damaged due to insulin pump dropped on the floor. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.